Event description:
This customer obtained higher than expected vitros glu dt for results for a single patient sample while using the vitros dt60 ii analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The initially high glu results were reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
The investigation confirmed that higher than expected vitros glu dt results were obtained for a single patient sample while using the vitros dt60 ii system. The investigation concluded that the root cause of this event was most likely instrument related. The ocd service depot found that replacement of the white reference and as needed maintenance were required to return the instrument to expected operation. Performance tests confirmed that the instrument was operating as intended.